Event description:
It was reported that the patient underwent an ipg and leads replacement procedure due to an unknown reason. Additional information was received that the ipg and leads were replaced per physicians preference. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient underwent an ipg and leads replacement procedure due to an unknown reason.